Manufacturer narrative:
This report is a response to report # (B)(4) which was received by amt on 05/21/2020. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. We have reached out to the customer in attempts to retrieve the device for examination and additional information regarding the report. We have received no device for examination and no notification of this failure from the initial reporter at this time. Since the device was not returned, a visual and functional evaluation could not be performed and device failure cannot be confirmed at this time. A device history review could not be performed on a lot number since no lot information was provided. Based on the provided information, the reported problem is not believed to have been caused by a manufacturing defect. Complaint # (B)(4) was assigned to this report.

Event description:
Per fhe original reporter's medwatch report #: (B)(4), "the patient had gastrointestinal tube (gt). Patient's mother was changing the dressing and the patient passed gas and the tube dislodged. Rn called to the bedside and placed gauze dressing over site. Cardiac medical team made aware, general surgeon made aware and to the bedside. General surgeon & nurse able to place catheter into tract and then replaced with same gt that had been dislodged. Patient requiring kidney, ureter, and bladder, and gt study. "Upon assessment of the dislodged tube it was found that the balloon was not intact and when water was inserted into the tube there was a notable leak. Plan to follow up with defective product and notify enteral tube service."